Event description:
It was reported that the customer had a lost sensor alarm on the insulin pump. Customer's blood glucose level was 230 mg/dl. Customer was assisted with reprogramming the transmitter ID, and the customer was advised that the transmitter did not communicate due to an incorrect ID. Troubleshooting was performed and it was found that the customer was using an old transmitter. The transmitter was reprogrammed successfully. It was also reported that on (B)(6) 2013, the customer had a motor error on the insulin pump. Customer stated that he was able to get the insulin pump up and running. Customer's blood glucose at that time was either 170 or 150 mg/dl. However, customer does not remember receiving the motor error alarm. Customer was advised that the insulin pump will need to be replaced. Customer declined to accept a loaner insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.